Event description:
Pt underwent a repeat c5-6 anterior cervical fusion with internal fixation in august, 1992. She did well until fall 1993 when she began having increased necccck pain and headaches. Cervical myellography showed a stable anterior cervical fusion at c5-6 aaand c6-7 despite the finding of one broken screw located on the right side of c5. On 2/17/94, pt underwent removal of c5-6 internal fixation device and underwent a c3-4 anterior interbody fusion. Pt was subsequently discharged and is reported to be "doing fine."